Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received.

Event description:
It was reported that the customer's blood glucose (bg) level was 300-400mg/dl. The pump supplies were changed multiple times and boluses were delivered to address the bg level. The customer did not think the pump was delivering insulin. A pump system check was performed and no issues were observed. The customer delivered a test bolus and no insulin was observed exiting the tubing; no alarms were received. Tandem technical support assisted the customer with loading new pump supplies and insulin was observed exiting the cartridge tubing.